Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received unfired. The returned reload was loaded into a test device. In addition, an open package was received along with the sample. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 466c63, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: did the device cut the tissue? Yes.

Event description:
It was reported that during an unknown surgery when firing, the staples couldn't be deployed. Changed another device to complete the surgery. There was no patient consequence reported. No additional information could be provided.